Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected with one syringe of juvéderm® ultra plus in the right side marionette. After injection, "the patient had a white bump" on the right side of injection area. Patient was told to wait 20 minutes after the injection, and then "darkening in vascular distribution toward the corner of the mouth" on the right side was noticed. The patient was injected with hylenex® and immediately after they noticed "return of pinkness" in the skin. It was determined that the hylenex® made symptoms improve. The patient was also given aspirin.